Event description:
End user advised mother advised purchased 6 brackets in (B)(6) to have on hand and noticed all were missing the screw , no injury, end user mother could not provide any further information.